Manufacturer narrative:
Available information indicates the out of range lv impedances was previously identified at the last in office interrogation. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that during a review of episodes for shock delivery with this cardiac resynchronization therapy defibrillator (crt-d), it was noted that the left ventricular (lv) lead pacing impedances were less than 200 ohms. The lv lead was another manufacturer's lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Approximately one year later this device was explanted and replaced for normal battery depletion.